Event description:
Patient had a 4 cm angioblastoma of the left posterior mandible. The patient was scheduled for a resection with immediate reconstruction ((B) (6) 2009). The surgery was non-remarkable, plate and screws implanted, autograph used from the patient's hip. At 6 weeks post surgery, the fixation was solid and bone graph consolidated. On (B) (6) 2009, the patient complained of swelling and feeling that the bar had pulled away from the anterior bone. Surgeon notes that the patient likely overstressed the recon bar and the bone graph was resorbed. Additionally, the patient was not placed in imf postop. Radiograph confirmed three 2.9mm matrix mandible screws had backed out of the bone but remained locked to the plate. Screws and plate were removed and replaced with alternate devices.

Manufacturer narrative:
Implant date reported as (B) (6) 2009. Investigation is ongoing, no conclusion can be drawn. Device is not available for return. Review of manufacturing records for this lot number has been requested.